Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview 7 xb bisector, they stated that the bipolar difficult access to the cannula. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: d10, g4, g7, h2, h10. Corrected section: h-3 changed device not eval provide code. Trackwise ID# (B)(4). The device was returned for evaluation. A follow up report will be submitted when the investigation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview 7 xb bisector, they stated that the bipolar difficult access to the cannula. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: tw #(B)(4). The cannula and the bisector tool were returned to the factory for evaluation on 03jan2020 and investigated on 03feb2020. Evidence of clinical use and no evidence of blood were observed. A visual inspection did not identify any non-conformity. A mechanical evaluation was conducted. The c-ring was not transected. There were no missing components observed on the c-ring. The bisector tool was inserted into the returned harvesting cannula as per the instructions given in the IFU( cv000001599). The bisector tool was able to be inserted and retracted through the adaptor port of the harvesting cannula without any resistance which could be considered as abnormal. The cannula and the bisector tool were evaluated five times for the bisector tool's ability to insert and retract through the adaptor port of the harvesting cannula and was also able to insert and retract the endoscope and the harvesting tool with no difficulty. Based on the returned condition of the device and the results of the investigation the reported failure mode "mechanical issue" was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview 7 xb bisector, they stated that the bipolar difficult access to the cannula. A replacement device was used to complete the procedure. The hospital did not report any patient effects